Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's brother contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was displaying an "apply sample" message after the blood was applied to the test strip. The reporter claimed the same issue also occurred with control solution. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began on (B)(6) 2011 at approximately 6:30pm in the evening. The patient reportedly manages his diabetes with novolin insulin, 20 units in the morning and 14 units in the evening and reportedly took his usual dose of novolin insulin at approximately 8:15am in the morning. The reporter stated three to four hours earlier in the day, the patient was "sweating and became unconscious", the exact time was not specified. The reporter claimed that the emergency medical services (ems) was called and the patient was tested on the ems meter and a reading of "287mg/dl" was obtained between 10:20-10:30am. It is unknown what form of treatment was provided or if the patient was taken to the hospital. The cause of the symptoms is not known. The reporter informed the cca that earlier in the day, the subject meter was working fine and the issue occurred later in the evening. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The subject test strips were correct, however the code was set incorrectly. The cca assisted with changing the code and performing a test using control solution and obtained a successful result. A blood test was not performed because the patient was reportedly asleep, so therefore the "apply sample issue" using the blood sample remained unresolved. Replacement products were sent to the patient. Although there is no indication that the alleged issue may have caused or contributed to a serious injury and the cause of the serious injury is unknown, this complaint is being reported because the calibration code number on the subject meter was reportedly set incorrectly and this may have attributed to the serious injury if the patient tested his blood when the code was incorrect.